Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the manufacturing traveler. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following a percutaneous diagnostic procedure, a 6f angio-seal vip was selected for use. The physician reported that the arteriotomy locator went in smoothly and as the white insertion sheath was advanced, resistance was felt; however, deployment was completed. Sometime later (time unknown), the patient returned to the hospital, and a vascular surgeon performed a patch procedure to repair damage to the artery.